Manufacturer narrative:
No product was returned for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard rtf/16. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4) to an unspecified laboratory method. The result from the meter was 3.5 inr and within 1 hour the result from the laboratory was 2.69 inr. On (B)(6) 2018 the result from the meter was 4.3 inr and within 1 hour the result from the laboratory was 2.9 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The customer has not had a change in lifestyle or diet. The customer's meter and test strips have been requested for further investigation.